Event description:
The customer reported that he had two hyperglycemia events in seventy two hours, and the doctor requested having the insulin pump checked. The customer stated that he was hospitalized due to high blood glucose of 347mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime and the insulin did exit. Advised the customer that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.